Manufacturer narrative:
The ventilator was investigated on site, no fault was reproduced. The o2 gas module, the air gas module and the o2-sensor was replaced as a precaution. No parts was returned for investigation or logs were received, despite of several reminders. No device log file or goods has been received, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had fluctuations in o2 concentration. The patient involvement is unknown. (B)(4).